Event description:
It has been reported that the device speakers are not functioning properly.

Manufacturer narrative:
Previously reported and investigated on (B)(4) with MDR# 3030677-2019-01316. Investigation completed on MDR# 3030677-2019-01316 and copied above.